Event description:
It was reported that pump experienced malfunction code 9 with no notable events prior to issue. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.